Event description:
It was reported that during an unknown procedure, the ¿clips were not forming correctly.¿ a second device of same code was opened and same issue occurred with second device. It is unknown how case was completed. There were no patient consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.